Event description:
1/2"x3" cottonoid neuro sponges (ref #(B)(4); expiration date: 10/08/2029; lot #24092500 rev: 3). Problem: the radiopaque strip is pealing off the sponge. Multiple sizes of this sponge from the same pack were pealing off. Sponges were not saved after the case. Noticed one that was peeling off during the middle of the case under the microscope. That one was immediately removed. At the end of the case, during the closing count, healthcare provider noted that more of the same size were peeling. Manufacturer response for gauze/sponge, internal, deroyal (per site reporter). Deroyal was emailed on [redacted] and again on [redacted]. There has been no correspondence.